Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, radiographs revealed malposition of the cup and that the patient had dislocated. A revision procedure was performed on (B)(6) 2013 to remove and replace the acetabular cup, liner and modular head.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-01045 / 01047).

Manufacturer narrative:
(B)(4) - evaluation of the explanted device found the liner shows wear on the inner diameter where articulation with the head took place. Normal wear is indicated. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-01045-1/ 01047-1).